Event description:
On (B)(6) 2011, a vns treating nurse practitioner reported that a vns pt passed away. No other info was provided. It was discovered that the pt died on (B)(6) 2011, at her home through her obituary. Good faith attempts for additional info have been to no avail thus far as the nurse practitioner has been unable to get further info about the pt's death from the pt's mother. The pt could have possibly died from sudden unexplained death in epilepsy. If additional info is received, it will be reported.

Event description:
On (B)(6), 2011 the patient's death certificate was received by the manufacturer. The patient's immediate cause of death was listed to be respiratory failure, chronic respiratory failure, asthma, and cerebral palsy. The death certificate said there was 9 years between the onset of the patient's chronic respiratory failure and the patient's death, there was 8 years between the onset of the patient's asthma and the death, and there was 9 years between the onset of the patient's cerebral palsy and the patient's death. The patient's death was listed as natural. Good faith attempts for additional information regarding the relationship of the patient's death to vns were to no avail; no further information was received from the patient's nurse practitioner.